Event description:
The following stimulation condition was reported: pt reports he had " electrodes" put in his "head for pain about 2 years ago." Patient reported having headaches. Pt reports last (B)(6) ( 2012) he started feeling pain in his neck and shoulders and can sometimes feel it down the back and arm. Pt reports the "wires might be tugging". It was later reported that the implantable neurostimulator (ins) was removed due to loss of efficacy. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient had ¿electrodes put in his head¿ for pain about two years prior to the report. In october or (B)(6) 2012 however, the patient started feeling pain in his neck and shoulders and could sometimes feel it down the back and arm. It was noted that ¿the wires might have been tugging¿. Approximately six months later, it was reported that the implantable neurostimulator (ins) was removed due to loss of efficacy. Per return product paperwork, the patient¿s leads and extensions were also explanted. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Device used for off label indication. The indication device used for was headache. Product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752 lot# serial# (B)(4); product type recharger product ID 3708120 lot# serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708120 lot# serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708160 lot# serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3708160 lot# serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the ipg found no significant anomaly. Analysis of the lead found the lead conductor was broken. No significant anomaly. Analysis of the extensions found the body was cut through and the product segmented. No significant anomaly. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.